Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient reported a loss of efficacy over the past ¿couple of months.¿ the rep reported that the patient presented to the healthcare provider¿s (hcp) office earlier in the week, at which time an x-ray was taken. The rep reported that the x-ray demonstrated the leads in a stable position as originally placed in the thoracic epidural space. The rep reported that the electrode impedances demonstrated several electrodes on 0-7 with an open circuit. The rep reported that they couldn¿t reprogram the patient to achieve effective pain relief. The issue was not resolved at the time of the report. No further complications were reported. Omitted info pertaining to the fall and lead replacement as it is covered in (B)(4) .